Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the set screw was missing from the ratchet handle. The device failed the sample graft proper mesh test and failed the calibration check; however, the repair was not completed because the customer declined aged repair. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that set screw is missing from ratchet handle. Event date is unknown. Event timing was during reprocessing. Investigation found the mesher did not pass the mesh test. No adverse event was reported as a result of this malfunction.